Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C91764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss") and pelvic discomfort ("pelvic pressure") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, alopecia, weight increased, hormone level abnormal and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic discomfort, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), hair loss, weight gain, hormonal changes and pelvic pressure. Trailing coils: left & right- 1. Removal details: at times of surgery, the essure coils within the tube were bent and wrapped around themselves inside the tube. Hysteroscopically, there was no evidence of essure in the uterine cavity or in the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received. Lot number, reporters information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C91764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss") and pelvic discomfort ("pelvic pressure") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, alopecia, weight increased, hormone level abnormal and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic discomfort, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), hair loss, weight gain, hormonal changes and pelvic pressure. Trailing coils: left & right- 1. Removal details: at times of surgery, the essure coils within the tube were bent and wrapped around themselves inside the tube. Hysteroscopically, there was no evidence of essure in the uterine cavity or in the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pelvic pain. Batch no: c91764, production date: 2014-08-01, expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), alopecia ("hair loss") and pelvic discomfort ("pelvic pressure") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, dysmenorrhoea, menorrhagia, alopecia, weight increased, hormone level abnormal and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic discomfort, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for events pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), hair loss, weight gain, hormonal changes and pelvic pressure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Event injury was updated to events: pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), hair loss, weight gain, hormonal changes and pelvic pressure. Essure removal details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.